Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated hemoglobin/hematocrit values were not matching on patient samples tested on the cell-dyn 1700. The customer ran qc without issue and noted the first patient sample aspirated generated a hemoglobin value of 15.0 g/dl and a hematocrit of 42.5%. The customer stopped testing after two subsequent samples also had hemoglobin/hematocrit mismatch. The first sample was retested with a hemoglobin result of 15.0 g/dl and hematocrit of 25.0%. No impact to patient management was reported.

Manufacturer narrative:
(B)(4) clotted t fitting. The customer technical advocate (cta) had the customer check for crimped reagent lines, correct reagents in use on the instrument, and that maintenance was up to date. The customer stated that all of the correct reagents were in use and no crimps were noted in the reagent lines. The customer informed the cta that all of the maintenance was up to date and the last calibration was done on (B)(6) 2008 and there was also an rbc calibration performed on (B)(6) 2008. The cta instructed the customer to examine the t-fitting under the red blood cell (rbc) mixing chamber for possible clots. The customer identified a clot stuck in the t-fitting under the rbc mixing chamber. The cta instructed the customer to clean the t-fitting. After the cleaning the customer was instructed to run backgrounds and to run qc and repeat the samples if the qc and backgrounds passed. The cta followed-up with the customer and was informed that the issue was resolved by flushing the clot out of the t-fitting under the rbc mixing chamber. The cell-dyn 1700 system operator's manual, list number 03h58-01, revision f, under section 10, troubleshooting and diagnostics, page 10-13, provides basic troubleshooting information. Abnormal or imprecise hgb results may be related to maintenance, electrical issues, or sample issues. Section 9, service and maintenance, non-scheduled maintenance procedures, page 9-41, provides instructions for cleaning the t-fitting. A review of complaints for the period of (B)(6) 2008 through (B)(6) 2009, did not indicate any adverse trend for the cell-dyn 1700, list base number 03h53-01 (includes 03h57-01), for (B)(6) mismatch on patient samples. Based on the investigation, no product issue was identified for the cell-dyn 1700 for (B)(6) mismatch on patient samples. There is no systematic issue with the cell-dyn 1700 product line. This is the final report.